Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the connection looseness observed during device evaluation was traced to output connector wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of device, connection looseness was observed. The service center assessed the condition and determined that the connection looseness was most likely due to output connector wear. There was no patient involvement.